Event description:
Report 2 of 2 it was reported that while using bd bactec¿ myco/f lytic culture vials, one bottle containing patient sample fell on the floor. One end user was not wearing ppe and tested positive for quantiferon. The following information was provided by the initial reporter: "bd bactec myco/f glass bottle, positive for mycobacterium tuberculosis, fell to the floor and broke when removed from the equipment. No ppe was being used at the time. However, in the sequence, they put on an n95 mask and gloves to be able to contain the liquid with absorbent paper. The collaborators are being assisted by the occupational medicine and underwent x-ray and quantiferon exams. The other collaborator has a positive quantiferon test."

Manufacturer narrative:
D.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown ; e.1. Initial reporter phone #: (B)(6); g.5. K970333; h.4. Device manufacture date: unknown; h.6. Investigation summary. Catalog 442288; batch no. Unknown. Customer reported a contaminated bottle fell on the floor and broke. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.